Event description:
During a lateral release operation the surgeon twice attempted, unsucessfully, to place a hook electrode without use of a cannula. The third attempt was successful. The electrode was withdrawn from the joint after completing the procedure at which time it was noted the tip had broken off the electrode. The broken portion was removed without use of x-ray.